Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was associated with a pocket infection. Additional information provided from the field indicated a suture revision was performed and antibiotics were administered. The s-ICD system remains implanted and in service and there were no additional adverse patient effects reported.